Event description:
The caller reported an issue with the time on their device, which was incorrect by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, with previous settings not causing readings above 500 mg/dl or below 54 mg/dl. The customer received assistance from technical support to update the pump time and was advised to monitor for any future discrepancies. The customer understood and acknowledged the advice given.